Event description:
It was reported that a homecare pt experienced discomfort and developed skin irritation/rashes at the stoma site. The device had reportedly been in use approximately four (4) to five (5) days when the problems were detected. Additional problems were encountered when the irritations developed into adhesions and became ulcerated. The involved device was returned and forwarded to the analytical laboratory for evaluation.